Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a patient sample tested using a cell-dyn 3200 sl analyzer generated a falsely low hemoglobin value. The customer states that a patient sample generated a wbc result that was greater than the linear range and flagged with chevrons (>>>>) instead of a result. The hemoglobin value was flagged with chevrons (<<<<) indicating possible interference from high wbc population. The customer then diluted the specimen and repeated the test yielding hgb=6.54 g/dl (after multiplying by the dilution factor). The specimen was also tested undiluted using a cd 1800 analyzer yielding a higher hemoglobin value of 9.0 g/dl. No adverse outcomes were reported related to this issue.